Manufacturer narrative:
Evaluation of this complaint confirms that it is consistent with the confirmed complaint identified through a previously completed investigation. No further investigation was performed. Per the previously completed investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples issue has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit, list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214 3005248192-2021-00145 follow up report 1 3005248192-2021-00146 follow up report 1 3005248192-2021-00155 follow up report 1 3005248192-2021-00190 follow up report 1 3005248192-2021-00148 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 19 discrepant results of false positive on their alinity m sars cov-2 assay. Molecular application specialist (mas) analyzed the files and noted that all the 19 questioned samples had late target cn (cycle numbers). Upon retesting the sample a second time on another platform (veredus), samples generated negative results. Customer performed instrument decontamination and cleaned the instrument touch point with bleach water and ethanol. It was confirmed quality controls (qc) have successfully passed. The system is operating as expected and customer has accepted instrument for use. The false positive results were not released outside the lab. It was confirmed that there was no patient impact caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.